Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred 40 minutes into a patient's hemodialysis (hd) treatment. It was reported that the nursing staff detected a blood leak in the venous header cap of the dialyzer. The staff immediately replaced the product. It was reported that the hd machine, a fresenius 4008's machine, alarmed appropriately. The leak was reported to be an external leak as it was visually observed and it was reported that the dialyzer was broken. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A photo was provided. The photo shows a close up of the top half of the dialyzer with blood throughout. There was no defect noted on the dialyzer; a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Therefore, the complaint is not confirmed.